Event description:
Patient undergoing a robotic-assisted ureteral reimplant with boari flap surgery. Da vinci tip cover accessory had been used for 2+ hours in this procedure. Tear of tip cover discovered upon inspection.